Event description:
Nellcor received a report that a clinician experienced difficulty passing a suction catheter through an 8dct tracheostomy while in use on a pt. The customer reported that the tube had to be replaced. The customer reported that the pt experienced an "anatomical issue" but the clinician did not have any further information to provide.